Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used at the vats as a camera port. The tip of the sleeve was broken off and the piece of the device, about 5 mm square had fallen into the pt body. The fallen piece was found by the scoop and retrieved. Unk if another device was used to complete the procedure. There were no averse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.